Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while the scrub tech was straightening the depth gauge, the tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. One g7 depth gauge item# 110010717 lot# 361923 was returned and evaluated. Upon visual inspection the tip of the gauge has fractured at one of the measurement tabs. The device has approximately 8 years of field service age. Review of the device history records identified no (related) deviations or anomalies during manufacturing. It was reported the device broke while straightening. However, without additional information a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.